Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.5 and 138.0 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and undamaged. Conclusions: evaluation of the first smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink in the pusher assembly may result. During the functional test, resistance was encountered while attempting to advance the smart coil from its returned position. The smart coil was retracted from its pusher assembly an attempted to be re-sheathed properly. However, resistance was encountered due to the kink in the pusher assembly, and the introducer sheath could not be advanced any further. Therefore, the smart coil could not be functionally tested. Evaluation of the second smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink in the pusher assembly may result. During the functional test, resistance was encountered while attempting to advance the smart coil from its returned position. The smart coil was retracted from its pusher assembly an attempted to be re-sheathed properly. However, resistance was encountered due to the kink in the pusher assembly, and the introducer sheath could not be advanced any further. Therefore, the smart coil could not be functionally tested. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01163.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01163.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician implanted a series of smart coils in the aneurysm. While attempting to push the last two smart coils separately out of the introducer sheath, the smart coils would not advance from the initial position. Therefore, the smart coils were removed. The procedure ended at this point. There was no report of an adverse effect to the patient.